Event description:
It was reported the patient's ipg failed to establish communication with external devices. The ipg was deemed inoperable. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2024-02545. Additional communication indicates, during the implant procedure on (B)(6) 2024, lead was damaged when replacing the ipg, and the contacts were left inside the ipg header. As a result, the entire system was replaced to address the issue.

Manufacturer narrative:
Correction on section e: all of section e has been corrected with updated physician information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.